Event description:
It was reported the stimulation made it hard for the patient to have a bowel movement. It was noted the patient had a burning sensation where their butt was sore. It was reported the stimulation was too high and it felt like the patient was on a vibrating chair.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v817056, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was initially reported the patient did not feel like they were completely emptying their bladder for the last month and a half. This was the case whether the patient was going to the bathroom naturally or catheterizing. It was stated that stimulation would be increased to a point where the patient could barely feel it. However, after 3-4 hours, the patient would have to turn the implantable neurostimulator (ins) off as their butt would get sore. The patient changed programs and lowered the amplitude. Stimulation was comfortable. Additional information received reported that the patient had pain over the ins site. It was indicated that turning off stimulation helped with the pain, but then the patient could not void on their own. Stimulation was increased and it was stated to have felt ¿better.¿ it was then reported that the patient was in the ER for back pain. The patient indicated that the device was off, but the ER doctor wanted instructions to verify that the device was off using the patient programmer. The ER doctor was going to put a catheter in to see if the patient¿s pain was related to a need to void. It was noted that the patient had seen his regular physician on (B)(6) 2013. Additional information has been requested, and when received a supplemental report will be submitted.